Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the origin of the "white impurities" found in the catheter could not be determined. The guidewire was inserted/removed with no resistance felt before the particles were observed.

Manufacturer narrative:
The catheter total and usable lengths were found to be within specifications. The catheter tip, marker band and body were examined. No damages were found. No flash or voids molded were observed in the hub. In addition, no white impurities was found inside the hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a echelon microcatheter that had white impurities observed in the catheter hub. The patient was undergoing a procedure to treat an aneurysm. Vessel tortuosity was normal. It was reported that the echelon microcatheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. After the echelon was connected to the y-valve, the guidewire was prepared and when about to insert, white impurities were found at the hub of the echelon microcatheter to the microcatheter was removed and replaced. There was no harm or injury to the patient.